Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05522, 0001822565-2019-05523.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons of the acetabulum, zimmer postero-lateral buttress augment, continuum cup with palacos between buttress and continuum cup approximately 1 week post implantation. Arcos stem left in situ and delta ceramic bearing. Attempts have been made and additional information on the reported event is unavailable at this time.